Event description:
Event description guidant received information that at implant, during dft testing, the implantable cardioverter defibrillator (ICD) did not convert the patient following two shocks. The ICD did not redetect for the third shock and the physician delivered two external shocks to the patient that did not covert the patient's arrhythmia. The patient was finally converted with the delivery of a stat shock. Afterward, a shorted lead indicator was displayed. R-waves had dropped and testing of the lead system through the psa noted a loss of pacing even at 10 volts and decreased sensing.